Manufacturer narrative:
The silverspeed guidewire will not return for evaluation as it was discarded at the site. As a result, product evaluation cannot be performed. However, based on the reported information provided, there is no evidence suggesting that the device was defective, but rather a procedure related event. Mdrs from this event: 2029214-2017-01148 and 2029214-2017-01149

Event description:
Medtronic received information that when advancing the silverspeed guidewire through the marathon microcatheter, it did not follow the same trajectory as the catheter while in the patient. The microcatheter was punctured by the guidewire. It was reported that after the microcatheter and guidewire were removed, damage was observed at the distal end of the microcatheter. The microcatheter was replaced to complete the procedure without issue. There were no patient symptoms or complications associated with this event. The patient was receiving embolization treatment. Vessel tortuosity was minimal and access vessel was the middle meningeal off the external carotid artery. The reported device and any accessory devices were prepared as indicated in the IFU and the catheter was flushed as directed. The tip of the wire was shaped, but tip of the catheter was not. There was no friction or difficulty during insertion of the guidewire.